Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; the lot number used was c68117 (expiration date jun-2017). The insertion of essure inserts into right fallopian tube; the procedure performed without incident. At delivery catheter removal at tubal level, release of proximal fragment of the insert (5 coils) into uterine cavity occurred. Visualization of insert extremity at tubal ostium level was zero outer trailing coils. Clinical consequences reported were: soft curettage with curette was required leading to fragment extraction. No outer trailing coils in uterine cavity. It was reported that the procedure was longer than usual. It will be necessary to perform hysterosalpingography instead of simple x-ray within 3 months to confirm correct tubal occlusion. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at delivery catheter removal, release of proximal fragment of the insert (5 coils) in uterine cavity (seen as device breakage). The event device breakage is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 27-aug-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue (breakage) and a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. According to the technical assessment a quality defect was not confirmed but considered plausible. The technical assessment concluded unconfirmed quality defect - but plausible with a final risk category iii, which corresponds to a confirmed or plausible quality defect which poses a not significant hazard to health. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no adverse events have been reported, a batch investigation with respect to similar ae cases and the evaluation of causal relationship to the potential quality deficit are not applicable. In summary, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at delivery catheter removal, release of proximal fragment of the insert (5 coils) in uterine cavity (seen as device breakage). The event device breakage is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on available information, technical assessment concluded unconfirmed quality defect but plausible. However, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. Further information is being sought.

Manufacturer narrative:
Follow-up from 29-sep-2015: no further information was provided despite follow up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-oct-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at delivery catheter removal, release of proximal fragment of the insert (5 coils) in uterine cavity (seen as device breakage). The event device breakage is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on available information, technical assessment concluded unconfirmed quality defect but plausible. However, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 09-mar-2016: product technical complaint investigation and final assessment were updated: final assessment: lot number c68117; production date: 17-jun-2014; expiration date: 30-jun-2017. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. As received, the outer coil of system 1 was broken (5 coils). All IFU steps were completed. For system 2, no micro-insert received. The final rollback was not completed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The cause of this failure is well understood. In the manufacturing assembly process if there is a small gap left between the inner coil and inner catheter (they should be butted together during assembly), when the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue (breakage) and a usability issue. However, no medical events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was investigated. The technical assessment concluded confirmed quality defect and handling error, with a final risk category iii, which corresponds to a confirmed or plausible quality defect which poses a not significant hazard to health. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device use error. Since no medical events have been reported, a batch investigation with respect to similar ae cases and the evaluation of causal relationship to the potential quality deficit are not applicable. In summary, as no medical events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-mar-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at delivery catheter removal, release of proximal fragment of the insert (5 coils) in uterine cavity (seen as device breakage). The event device breakage is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, as the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on available information, technical assessment concluded confirmed quality defect and handling error (device use error added as event). In summary, as no medical events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. Device breakage with essure questionnaire will not be provided since follow-up attempts were performed without response.